Event description:
During a typical atrial flutter 3d mapping procedure, an effusion was noted causing a tamponade. The effusion was present prior to mapping (observed as an ice catheter was introduced to look for raa thrombus and was left in place), and increased during mapping and after heparin was given. The patient¿s pressures dropped and the effusion was noted to be larger than at baseline, and caused a tamponade. Reversal of heparin slowed the effusion and a pericardial drain was inserted to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
Additional information: g3, h2, h3. The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.